Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads and was unable to analyze. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical japan for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. Review of the device log found the device was powered on in manual mode and displayed an ECG signal via pads once a valid impedance was detected. Then, only the multifunction cable was connected to the device. 30 minutes later the device registered pads being reconnected but did not register a valid patient impedance to display an ECG signal. Additonally, since the device was powered on in manual mode and the logs indicate rescue protocol was never activated, the analyze button was required to be pressed by the user to initiate an analysis. The device worked as expected. The device was recertified and returned to the customer. No trend is associated with reports of this type.